Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmias as well as a direct correlation to heartmate 3 left ventricular assis system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had an implantable cardioverter defibrillator (ICD) shock per ventricular tachycardia (vt) on (B)(6) 2020. On (B)(6) 2020 the patient went to the emergency department with 6 beats run of vt. The patient was admitted, and medication was changed. A plan was made for potential vt ablation. Per additional information from the ventricular assist device (vad) coordinator, the vt ablation was performed. The patient is waiting for transplant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. Heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist device. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Additionally, this section provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that vt ablation was completed and patient was awaiting transplant.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported the patient had appropriate implantable cardioverter-defibrillator (ICD) shock per ventricular tachycardia (vt). On (B)(6) 2020 patient went to the emergency department (ed) with 6 beats run of vt noted. Patient was admitted and had their medication changed with plans for potential vt ablation.